Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported receiving a reading of 213 mg/dl and interpreted the reading as 21.3 mmol/l. Based on this reading they increased their dosage of insulin. The customer reported feeling symptoms of hypoglycemia, but did not require any medical intervention. There was no report of death or serious injury.